Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by cloudy drain fluids. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On the same day as the onset, the patient was treated with fortum and cloxacillin (1gram stat dose; 250 mg maintenance dose, routes and frequencies not reported) for peritonitis. Two days after event onset, the patient began treatment with amikacin (125mg maintenance dose, route and frequency not reported) for the event. Treatment with fortum, amikacin and cloxacillin were ongoing. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reporter declined follow up.